Manufacturer narrative:
Customer reported he hit a rock with the wheel. Due to this, he put his leg down to stop himself which caused injury that required an additional surgical procedure. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Fall